Event description:
An aus device was implanted on 1/16/95. The ballon was revised on 9/5/95. The cuff was removed on 1/23/96. The cuff was reimplanted on 10/1/96. The pump and balloon were removed from the pt on 10/31/96, reason not indicated, and replaced. Co has requested add'l info. Info received on 1/14/97 indicates reason as upgrade- orgiginal implant was 10 years old and just needed replacing.